Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter telephone number: (B)(6). This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was found to have two scratches after implantation. The iol was removed and replaced with another iol of the same model. Ophthalmic viscosurgical devices (ovd) was used without incident. There was no reported patient injury. Enlarged incision, capsular laceration, unplanned vitrectomy, and sutures were not required.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: feb 6, 2023. Section h3: device evaluated by manufacturer¿ yes. Device evaluation: the complaint lens was received wrapped in gauze. Visual inspection under magnification revealed that the complaint lens was received cut in half. Scratches were observed on the optic zone of the lens consistent with the locations of the complaint issue observed in the customer provided movie. No additional iol defects were observed. The handpiece was inspected and plunger rod issues (bent tip) was observed. No other handpiece defects or assembly issues were observed after disassembling. The customer provided movie was reviewed and an unfolded lead haptic was observed upon lens insertion into the eye. During lens unfolding in the eye, scratches were observed on the lens optic. No additional defects were observed. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.